Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report the insulin pump alarmed for no delivery during the set change process. Blood glucose reading was 168 mg/dl. The customer had treated with manual injection. Troubleshooting was declined. The alarm was resolved by a complete set change. Customer declined to return the infusion set for analysis. The customer will return the reservoir for analysis. Advised to call in when the insulin pump alarms so troubleshooting can be performed. Nothing further reported.